Event description:
Patient's diagnostic catheterization complete. Started ptca with perforation after cutting balloon. Jomed stent attempted to pass on wire to fix perforation; stent became stuck on wire before entering gateway. Unable to move stent forward or back on wires. Lost wired vessel in attempt to remove stent from wire and unable to re-wire vessel to fix perforation. A pericardiocentesis was performed, the patient became hypotensive, and unresponsive. Was mechanically ventilated after intubation.